Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump was making a high-pitched tone ten hours after a battery change, and after the removing the battery and putting it back in the pump froze and tone reappeared. The patient's blood glucose at the time of incident exceeded 280 mg/dl. After the tones appeared two of the pump's buttons stopped working. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. Troubleshooting could not be performed for the constant tone since that required button presses that could not be performed due to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad trace. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. The pump passed the self test. No unexpected high pitch tone anomaly was noted during our testing.